Event description:
It was reported that atrial noise was observed across all configurations without affecting pulse generator functionality. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.